Event description:
Meter is giving sporadic readings. Customer used the first batch of strips that were bought with the meter and went to purchase more strips, but she's still having the same issue. Customer also stated she's receiving a "h "and an "e" displayed on the screen without a number or symbol next to it.